Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During primary left total knee procedure product had spike break off (positioning spikes). No adverse patient consequence. Surgery was delayed for approx 2 minutes.

Manufacturer narrative:
An event regarding an allege pin dissociation of a triathlon 4:1 express cutting guide was reported. The event was confirmed. Method & results: device evaluation and results: inspection of the returned device confirmed the pin had dissociated from the device body. Additional dimensional inspection was not performed as it was confirmed the product was within scope of the associated CAPA. Medical records received and evaluation: not performed as no medical records were available. Device history review: all devices accepted into final stock conformed to specification. This review confirmed the device was manufactured prior to CAPA implementation. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the investigation concluded that the fixation pin disassociating from the triathlon 4:1 express cutting block was caused by a manufacturing nonconformance. It was concluded that the supplier, (B)(4), had not performed the required press fit operation between the pin and block which led to the pin coming out of the assembly. Stryker reserves the right to re-evaluate this investigation if additional relevant information becomes available.

Event description:
During primary left total knee procedure product had spike break off (positioning spikes). No adverse patient consequence. Surgery was delayed for approx 2 minutes.